Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with trauma and the vertebra fractured. For the same, the patient underwent fixation surgery. Post-operatively, the implanted screw broke from the top of the tulip. As a result, a revision surgery was performed to explant the screws. The upper part of the screw was explanted while the lower part still remains in the patient's vertebral body. No patient complications were reported after the revision surgery.